Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery disease (cad) treatment procedure, stent damage occurred. Vascular access was obtain via the right coronary artery. The 67% stenosed, eccentric shaped, restenosed target lesion with less than a 45 degrees in bend was located in the moderately calcified lesion right coronary artery (rca). The lesion was predilated with a 4.0x15mm maverick balloon catheter. This 16x4.00 omega stent was selected and standard procedure was followed to introduce this device; however, they found that it was difficult to advance the device. The device removed and they noticed that the stent was deformed. The procedure was complete with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.